Manufacturer narrative:
Block b3: date of event was approximated to 08/01/2025, based on the date the manufacturer became aware of the event.

Event description:
It was reported that during the procedure, the fiber tip was missing, and the fragment was located inside a calyx of the kidney. An attempt was made to retrieve the fragment using a piranha grasper, but it was unsuccessful. The procedure was completed using another of the same device. There were no patient complications.